Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of noise on this right ventricular (rv) lead led to pacing inhibition and greater than 2 seconds of asystole. The lead was surgically abandoned and replaced. The caller also had general questions regarding magnetic resonance imaging (MRI) compatibility on the new system. No additional adverse patient effects were reported.